Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by the end user, who reported that the backrest broke during use causing the end user to fall backwards and hit her head on the floor. She was admitted to the hospital with fractured 8th and 9th vertebrae and broken ribs. As part of its complaint review and evaluation process, drive devilbiss healthcare will notify the manufacturer of the product about this complaint.

Manufacturer narrative:
Drive devilbiss healthcare received the device for evaluation. The evaluation confirmed that the backrest was broken, however the backrest screws were still in place. The manufacturer has been notified as product design and material improvements are conducted by the manufacturer.